Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with smartablate¿ irrigation tubing set. There was white bubble like substance in tubing lumen. No patient consequences. Foreign material inside of tubing set is MDR-reportable.

Manufacturer narrative:
On 3-jun -2022, the bwi product analysis lab received the device for evaluation. The product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with smartablate¿ irrigation tubing set. There was white bubble like substance in tubing lumen. No patient consequences. Device evaluation details: visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed. No issues were observed. No issues related to the reported event were found. However, it should be considered that bubbles on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). The event described could not be confirmed as the device performed without any issues. Bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. A device history record evaluation was performed for the finished device number ac6669765 and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)